Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a peripheral angiogram procedure with a 6f sheath. Reportedly, the device was used in a femoro-femoral bypass graft and the suture came out of the anatomy with the knot unraveled. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Reportedly, the proglide device was used in a femoro-femoral bypass graft at the common femoral artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide suture mediated closure (smc) and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494, incorrect anatomy.